Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up, it was noted and confirmed that the lead had dislodged via chest x-ray, it was also noted the lead exhibited high capture and high impedance during revision procedure the lead helix was difficult to rotate. The lead was explanted and replaced successfully. The patient was stable.